Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when returning blood back into the patient, blood was found to be leaking from the sampling port area of the pressure tubing. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record and complaint database could not be performed since the lot number was not provided.